Manufacturer narrative:
Field service engineer trimmed and reconnected loose venting and rinsing tubing connected to the aspiration needle. The root cause of the fluid leak and possibly the dried blood is loose tubing connected to the aspiration needle. (B)(4).

Event description:
A customer reported that dried blood was found in the drip tray of coulter lh750 hematology analyzer, and the instrument was leaking under the random access module. The source of the leak could not be located. The leaks were discovered while performing routine maintenance. The instrument was not running patient samples, and therefore, no patient results were affected. The personnel involved were wearing personal protective equipment consisting of gloves, lab coats and glasses. There was no exposure to mucous membranes or open wounds, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place at the facility. There was no death, injury or change to patient treatment attributed or connected with this complaint.